Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the pump had shorter than expected battery life. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission: 12/27/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 12/02/2016 with the following findings: a review of the black box showed evidence of a short battery life that lead to a replace battery alarm. The battery compartment and cap were undamaged and were able to fit securely. The rewind, load, and prime steps were performed successfully. All current draws were within specification. The short battery life complaint was unable to be duplicated. The pump cover was removed and no intermittent conditions were found to the printed circuit board or to the continuous glucose monitoring module.